Manufacturer narrative:
The intraocular lens diopter measures correct as labeled. The lens met all manufacturing specifications prior to release, no additional reports for lenses manufactured in this lot were received. While we were unable to determine the cause of this event, our investigation reasonably suggests it is not manufacturing related.

Event description:
It was reported the multifocal intraocular lens was removed and replaced without complication, due to the patient's poor visual outcome.